Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported by the field clinical representative that the healthcare professional (hcp) stated this right atrial (ra) lead exhibited noisy signal despite stable impedances and thresholds. A reprogrammed was attempted to eliminate the noise was unsuccessful. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.